Event description:
The physician used a wilson-cook triclip endoscopic suturing device during a post polypectomy bleed. The device was advanced through the accessory channel of the endoscope and positioned and on the target tissue site but would not deploy. The device was removed from the endoscope with the clip attached to the introducer in a closed position. The procedure was completed by using two additional clips. No injury to the pt reported.